Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected.

Event description:
Hearing performance with the device has been affected. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to several channels with hi impedance. However despite requested neither in situ measurements nor the device has been received for investigation. A root cause for the reported issue cannot be determined due to lack of information.